Event description:
The event was reported by a customer from USA: "I was contacted via text and voicemail that the account now has 3 broken ac power supplies in the last 24 hours. The third occurrence was after an inspection of the cords. It was noted that this cord was broken apart. The account will not supply me any further detail until they complete their internal incident reports and quality assurance measures. They are reporting to medwatch. Delay in therapy: no. Need for medical intervention: no. Serious injury or death: no. Human harm: no".

Manufacturer narrative:
(B)(4).